Event description:
It was reported that a month after the implant procedure, this right ventricular (rv) lead exhibited unstable electrical measurements. The physician planned to perform a surgical revision procedure, but it was discovered the patient was in a septic condition. The physician explanted and replaced the system to resolve the event. It was stated the system would be retained at the healthcare facility and would not be returned for evaluation. Information has been requested regarding the specific unstable measurements. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
Patient code (B)(4) captures the reportable event of surgery.